Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (will not power on) was confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged l602 inductor on the bedside pca. The root cause for the damaged l602 inductor could not be positively identified. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a battery charger was unable to power on.